Event description:
Additional information received reported the patient had an infection in the upper surgical incision following implant. It was noted the patient¿s lower surgical incision healed fine. It was noted the patient saw their hcp and was told there was nothing wrong with the incision site. The reporter stated they had a fever, ¿felt like crap,¿ and the upper incision was red, inflamed, and tender to touch within a week following surgery. It was noted the incision site was not draining. It was further noted the patient went to the emergency room on (B)(6) 2013 and their blood counts were elevated, but an infection could not be confirmed. It was noted the patient was bedridden and had not been able to use the stimulation therapy. The reporter stated the pain got so bad they had cried themselves to sleep. It was noted the patient went to see their hcp on (B)(6) 2013 and the hcp confirmed there was no way to tell I f there was an infection. It was further noted the patient started antibiotics and had another appointment with their hcp scheduled for (B)(6) 2013. The reporter stated three days after starting antibiotics the incision site ¿looked normal¿ and was not inflamed, just pink from the surgery. It was noted the severe pain went away and their hcp thought the pain was typical from everyday movement. It was further noted the leads were placed in the ¿t8 area where the bra strap goes¿ and the patient would be discussing that pain with their hcp at their next appointment. The reporter stated the ins was placed in their right upper buttock below the waist and the location was ¿so far over¿ they have a hard time reaching back. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a coupling problem, the recharger showed "no communication," and the clinician programmer showed discharge. It was noted that since device implant, the patient was not able to get any coupling bars, only white boxes. It was reported that an antenna locate showed a range of 40 - 60. The reporter stated that the implantable neurostimulator pocket was not loose and not deep. It was later reported that a physician mode recharge (pmr) was done and after the green button was pressed the patient was able to get six coupling bars. It was noted that the device was charging and was resolved.

Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was depleted and the patient was unable to use the ins due to an infection. The reporter stated prior to the trial and implant, she was hospitalized for 9 days due to a bacterial infection from a catheter. It was noted the patient thought there was an infection in the ¿upper incision¿ post-surgery. It was further noted the patient had seen their healthcare professional (hcp) and was told ¿everything was fine¿ and the patient was healing normally with no sign of infection. The reporter stated there was drainage and their white blood cell count was slightly elevated, but their ¿labs¿ came back normal. It was noted the patient had a temperature of 99 degrees fahrenheit. It was noted the patient was given azithromycin, which was not strong enough to clear the infection under the patient¿s skin so the patient was given clindamycin which would heal the infection. It was noted in 24 hours the redness, swelling, and majority of the pain was gone. It was noted the patient meet with a manufacturing representative and they said the ins was ¿low and dead.¿ the reporter stated she was not cleared to recharge until she was released due to the infection. It was noted the patient tried to recharge, but the recharger showed the battery was depleted. Additional information was requested, but was not available as of the date of this report.